Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Fluid intrusion was confirmed on the device causing corrosion. No parts were replaced in relation to this symptom and the device was scrapped.

Event description:
It was reported that a spectrum pump's battery module contained evidence of fluid intrusion. It was also reported that there was no patient injury.